Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-08187. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, 28mm in length, de novo, eccentric target lesion was located in the non- tortuous, moderately calcified and 3.5mm in diameter proximal to mid right coronary artery (rca). The lesion contained >45 and <90 degrees bend. A 6f al1 and a 6f jr4 non bsc guide catheters were placed. After a non bsc guide wire crossed the lesion, a 2.00mmx12mm emerge¿ balloon catheter was advanced for predilation. Another 3.00mm x 12mm emerge¿ balloon catheter was then advanced for another predilation. The balloon was inflated however it ruptured at 18 atmospheres on the fourth inflation. The device was completely removed and was exchanged to a 3.50mm x 12mm nc emerge® balloon catheter however the balloon again ruptured at 20 atmospheres on the third inflation. The device was then completely removed from the patient. Another 3.50mm x 12mm nc emerge® balloon catheter was used for predilation with residual stenosis of 20%. The procedure was completed by implantation of a 3.5x12mm synergy stent in the distal rca and a 3.5x28mm synergy stent in the proximal to mid rca. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a product mandrel. There was contrast in the inflation lumen. Microscopic examination revealed a 2mm longitudinal tear in the balloon wall 5mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated pas the rated burst pressure and the direction for use states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter.¿ (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08187. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, 28mm in length, de novo, eccentric target lesion was located in the non- tortuous, moderately calcified and 3.5mm in diameter proximal to mid right coronary artery (rca). The lesion contained >45 and <90 degrees bend. A 6f al1 and a 6f jr4 non bsc guide catheters were placed. After a non bsc guide wire crossed the lesion, a 2.00mmx12mm emerge balloon catheter was advanced for predilation. Another 3.00mm x 12mm emerge balloon catheter was then advanced for another predilation. The balloon was inflated however it ruptured at 18 atmospheres on the fourth inflation. The device was completely removed and was exchanged to a 3.50mm x 12mm nc emerge balloon catheter however the balloon again ruptured at 20 atmospheres on the third inflation. The device was then completely removed from the patient. Another 3.50mm x 12mm nc emerge balloon catheter was used for predilation with residual stenosis of 20%. The procedure was completed by implantation of a 3.5x12mm synergy stent in the distal rca and a 3.5x28mm synergy stent in the proximal to mid rca. No patient complications were reported and the patient's status was stable.